Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during dwell 3 of 6 while the hp was connected. The alarms were cleared and the hp had started the therapy over with all new supplies prior to contacting baxter. The technical service representative (tsr) reviewed the proper procedures with the caller. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Upon completion of baxter's investigation, a follow-up report will be submitted.